Manufacturer narrative:
Visual examination of prox end 21/2" long. Insulation removed from strain relief to cut end. Abrasion on distal end of strain relief. Coil stretched and bent at strain relief. No conclusions can be drawn.